Event description:
Pt's test strips seemed to be miss cut and was black on the tip where it is normally white. They purchased a package of "100" and only 2 vials had the issue reported. No adverse event or serious injury occurred. No medical care was received from a health care professional. No symptoms were reported. The customer service representative replaced pt's test strips.